Manufacturer narrative:
Summary of evaluation: the evaluation results indicated a manufacturing error. Corrective action is being implemented.

Event description:
Reporter states pt dislocated about one month post-op. Dr. Performed a closed reduction without event. Pt has been active--playing golf and traveling. On 1/13/98 pt extended leg at a shoe store to show shoes and dislocated. Dr. Reduced it (closed) and was able to dislocate it again. Dr. Did another closed reduction.